Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Follow up determined the device was interrogated and it was observed there was no telemetry possible and no response to magnet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).